Manufacturer narrative:
The operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. Warnings and cautions - pressurized infusion /irrigation solutions in bags: when using the system in a pressurized infusion/irrigation mode or with iop control feature enabled, users need to take precautions to not use bss irrigating solution or other infusion/irrigation mediums from pliable, collapsible containers (i.e. Bags). The system, when used in these pressurized modes, forces pressure into the infusion/irrigation container in order to force the solution out of the container and into the cassette. The pressure employed by the system may cause some infusion/irrigation bags to rupture and cause disruption of the surgical procedures. Only approved glass containers and bags should be used with the system when employing modalities of pressurized infusion/irrigation. The company service representative examined the system but was unable to replicate the reported event. The company service representative observed the event log stored several intake air advisory of it being below 90 psi or above 120 psi. The hoses were disconnected and reconnected, and checked to ensure both the screen regulator and tank regulator were within the same psi reading. The nurse has been advised to disconnect the nitrogen hose (to allow air hose to bleed out), check tank regulator for actual psi reading, reconnect hose and to ensure both the system screen regulator and tank regulator are within the same psi reading. The company service representative performed preventative maintenance (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, a system advisory displayed of low inlet pressure. The staff went to adjust the hose and then the unit pressure went to 175 and began releasing pressure out of the back of the unit. The hose was removed, tank changed, and then reconnected. Pressure returned to 100. The patient was reported to have no vision on one day postop. Additional information has been requested, but none received.